Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion service technician.

Event description:
The customer reported lap top ventilator sprintpack is not charging batteries. Intermittently one side seems to be affected more than the other. The customer reported unit charged to full one time and only to 3 bars another. There was no patient involvement associated with malfunction.